Event description:
It was reported the patient was en route to the hcp office to have the pump refilled when he experienced chest pain. The patient was subsequently brought to the hospital. All tests performed were negative, however it was noted the pump reservoir was dry. The actual residual volume was greater than the expected residual volume. The low reservoir alarm date was 2008. The attending hcp was not comfortable refilling the pump at that time. The patient was rescheduled to have the pump refilled the following month. No further outcome was reported.